Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient alleged injury. Medical history: stress urinary incontinence, stage i11 pelvic organ prolapse and constipation.

Manufacturer narrative:
Tracking number (B)(4).